Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper case was broken, the lower case was broken and contaminated, the battery release, heart block, lead flex cover, output connectors and heart lead flex were contaminated, the battery contacts were compressed, the keyboard was scratched and the main printed circuit board was out of specification electrically. The generator was to be scrapped in-house. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb). Visual inspection revealed no anomalies. Bench analysis found that one capacitor failed in-circuit testing. The battery removal test failed. After the capacitor component was replaced the battery removal test passed. Conclusion: confirmed the battery removal failure was caused by a capacitor component failure.